Event description:
International affiliate reported that the needle prematurely pulled off the suture during a vascular procedure. No adverse patient consequence were reported.

Manufacturer narrative:
This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2004-00533 and 2210968-2004-00535 for the other medwatch. The sample patient is represented in each medwatch. Conclusion: returned representative samples of the product were evaluated for attachment strength and the results exceeded requirements.